Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately five years and seven months of post deployment, a computed tomography angiogram of lower extremities was performed which showed inferior vena cava filter was noted. Multiple legs of the filter extend outside the inferior vena cava. One limb extends posterior to the aorta and several limbs appear to extend anteriorly into the peritoneum. Around one month later, patient presented for filter removal. Through the right internal jugular vein approach, a catheter was placed and inferior vena cavogram was obtained, showing no evidence of thrombus. Good central position of the device was noted. A filter removal device was brought through the sheath and secured over the cone top. This was then slowly collapsed over the filter and the sheath was brought out over the filter. Then the filter was removed with back pressure without difficulty. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 05/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter strut perforated. The device was removed percutaneously. The current status of the patient is unknown.